Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the injector failed to load properly and caused damage to the lens. There was no patient contact. Additional information was requested

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).